Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint.

Manufacturer narrative:
Ge healthcare (B)(6) investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Phone message requesting patient information on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. No patient information provided to date. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction resulting in the loss of suction. There was no report of patient involvement.